Event description:
This lead was explanted due to a possible lead fracture and replaced.

Manufacturer narrative:
The performance of the lead was scrutinized. Upon receipt, the lead was found dissected at approximately 17 cm distal to the is-1 connector pin into two parts. All fragments of the lead were returned for analysis. The returned lead fragments were analyzed. The inspection revealed a rubbed through insulation at several positions of the distal lead fragment. Based on the characteristics of the damages it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis of the lead fragments did not reveal any sign of a material or manufacturing problem.